Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose ranging between 25 mmol/dl and 33 mmol/dl with symptoms of nausea, vomiting, and drowsiness. The reporter had discontinued pump therapy at the time of the call. The patient had sought phone advice from their healthcare provider and treated with insulin via injection. The reporter noted that there were frequent occlusion alarms observed in the pump history. The reporter stated that there were multiple cancelled boluses as a result of these occlusion alarms. However after these cancellations the correct amount of insulin was delivered in an additional bolus. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of frequent occlusion alarms.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: a review of the black box showed occlusion alarms with a high force on the event date deliveries were resumed. The pump detected the correct force. The pump was exercised for 12 hours and no occlusions occurred. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed to find no intermittent conditions to the force sensor circuit. No internal moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.